Manufacturer narrative:
Continuation of d10: 507645 lead <(>&<)> 3930m79 lead unknown implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, while testing the right atrial (ra) lead through the analyzer, there was noise and interference observed on the electrograms that made sensing evaluation impossible. However, after placement of the lead in the patient and extending the helix, the atrial sensing evaluation became possible, and the lead noise gradually attenuated over time. The operation was concluded with the opinion that air contamination during the operation was highly likely. It was further noted that the atrial lead noise was observed again approximately one year later. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.